Event description:
It was reported that a patient was dissatisfied with his visual symptoms because of halos after implantation of an intraocular lens (iol). The lens was fully inserted into patient's operative eye and the event was observed after implantation. Through follow-up, it was reported an explant was conducted and the patient was satisfied with the outcome post-operatively. No additional surgical/medical interventions or delay in procedure were reported. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021-(B)(6) 2021. Initial reporter first & last name: information unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021-(B)(6) 2021. Initial reporter first & last name: information unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was dissatisfied with his visual symptoms because of halos after implantation of an intraocular lens (iol). The lens was fully inserted into patient's operative eye and the event was observed after implantation. Through follow-up, it was reported an explant was conducted and the patient was satisfied with the outcome post-operatively. No additional surgical/medical interventions or delay in procedure were reported. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: feb 7, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received submerged in an unknown solution inside a vial. No additional components were received. The lens was observed cut in half. No defects related to or could contribute to visual issues were observed. Based on the return condition of the lens no further evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.